Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. Pump received with scratched display window,cracked battery tube threads,cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.